Event description:
The pt ((B)(6)) rec'd their scs system on an unk date. It was reported that the lead migrated and gave invalid impedance readings during the revision procedure. The lead was replaced and returned to ans for evaluation. No further information is available.

Manufacturer narrative:
(B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.